Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 07/19/2024, it was reported by a sales representative via email that an ar-3636 knotless 1.8 fibertak repair stitch seized up and could not be cinch down the repair suture the rest of the way. The fibertak was cut out, and a new one was used to complete the case. This was discovered during a labral repair procedure on (B)(6) 2024. Additional information received on 7/23/2024: the sutures ended up breaking due to a hard pull. The case was completed using another ar-3636 knotless 1.8 fibertak. The case was delayed twenty minutes with additional anesthesia for the added time.

Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force used during suture passing/tightening /tensioning.